Event description:
It was reported that during implant, the helix was unable to advance prior to implant. The lead was not used, and another lead implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the defibrillation conductor was distorted and the lead was damaged at implant. The analyst noted that the helix extends and retracts within product specification.